Manufacturer narrative:
An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported by the investigation team that a silent nite device was received. Per the information provided, the doctor called in and reported that the device broke from the knobs. Additional information received reported that in early (B)(6) 2026, while the patient was sleeping the anchor broke, possibly on the right side of the device. The patient stopped using the device the same day that it broke. The patient did not experience any injury or adverse event and no intervention was required.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness- the flange was smooth; internal/external surfaces were smooth. Broken- the blue anchor appears broke off. Delamination- layers were intact and did not separate. Discoloration- the device was transparent but had a yellow discoloration. General cleanliness - the returned device appeared to be partially clean. Root cause description the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference #: (B)(4).